Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device was unable to analyze. Complainant did not indicate that there was any patient involvement in the reported malfunction.